Manufacturer narrative:
Conclusion awaiting return of device and investigation.

Event description:
User reported that the quantum workstation touch screen failed to respond during a case. User noted pop-up of cardioplegia pump tile menu and could not exit the pop up or click anywhere else on the screen with response. Quantum workstation was immediately replaced with back up from other hlm so patient could be safely supported initiating bypass. Quantum workstation was hard rebooted outside of the or and ability to touchscreen returned.

Manufacturer narrative:
Event logs were reviewed by spectrum medical service engineer. Logs show the customer selected to open the cpg blood pump dialog box. No "shadow clicked" message was logged to show the user tried to press away from the pop up to close the dynamic menu. With the pop-up was still open, the customer commanded the pump to zero flow, and requested a shutdown, shutting down the unit and disconnecting the mains. Customer confirmed after a hard reboot were performed, there have been no further issues with the qws. Spectrum to monitor the issue for any future occurrence's. Summary: reviewed event logs confirmed unit is functioning as expected logs did not show that the dynamic menu could not be closed or tried to be close.

Event description:
User reported that the quantum workstation touch screen failed to respond during a case. User noted pop-up of cardioplegia pump tile menu and could not exit the pop up or click anywhere else on the screen with response. Quantum workstation was immediately replaced with back up from other hlm so patient could be safely supported initiating bypass. Quantum workstation was hard rebooted outside of the or and ability to touchscreen returned.